Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced as patient complained of site pain. After several rounds of narcotics, the physician decided that this lead was possibly touching a nerve so he wanted to move it. At the revision procedure, it was planned to reposition this lead but some tissue was noticed in the helix. Additionally, the patient did have some defibrillation thresholds issues in initial polarity at implant. Due to this mentioned complications, it was decided to replace this lead. No physical damage was related to this lead. This lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact (not severed). Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead was explanted and replaced as the patient complained of site pain. After several rounds of narcotics, the physician decided that this lead was possibly touching a nerve so he wanted to move it. At the revision procedure, it was planned to reposition this lead but some tissue was noticed in the helix. Additionally, the patient did have some defibrillation thresholds issues in initial polarity at implant. Due to this mentioned complications, it was decided to replace this lead. No physical damage was related to this lead. This lead was returned for analysis and no additional adverse patient effects were reported.